Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the consumer seat has cracked and he is under the weight capacity.